Event description:
It was reported that there was an unknown alarm-error code/message. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail assembly (broken housing caused 242.4030 error). Replaced door assembly with keypad, rear case assembly, bezel assembly, membrane frame, and u4 on display board. Lvp bezel post recall completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/03/2015 to the present date 1/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the moog ail kit. During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail. Ca-2013-0509 for motor stall. 1143616 for dim u4 display segments.

Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/03/2015 to the present date 1/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an unknown alarm-error code/message. There was no patient involvement.